Event description:
It is reported that the pt was revised due to the pin backing out of the rotating hinge knee.

Manufacturer narrative:
This report will be amended when our investigation is complete.